Manufacturer narrative:
This product remains implanted and has not been returned. Boston scientific has assigned an investigation conclusion code of cause not established. The allegation in this complaint have not been confirmed as there was not enough information provided in the complaint and the product has not been returned for analysis. Since the reported issues are covered by the instructions for use, it can be concluded that expected or well-understood factors most probably contributed to the event.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) device exhibited behavior consistent with a premature battery depletion. The remaining battery longevity is one year, five months. A technical service (ts) consultant reviewed the device data and recommended a device replacement. At this time, the physician would prefer to monitor the patient through latitude, due to the patients chronic health conditions. The device remains implanted. No adverse patient effects were reported.